Event description:
A candela field service engineer was performing service on the vbeam perfecta laser. When finishing up with the repair, the engineer moved a wire in the laser and accidentally touched a choke, which had a charge in it, resulting in an electrical shock. The engineer was taken to the hospital and was monitored for 6 hours with no problems observed.

Manufacturer narrative:
Candela quality assurance followed-up with the service engineer on (B)(4) 2013. The service engineer stated that he currently does not have any follow-up appointments with the hospital or primary care physician. The service engineer also stated that he would contact candela quality assurance if he has to return due to any future complications. Based on what was reported by the service engineer, the shock occurred due to human error.